Event description:
First-use dialyzer, preprocessed; pt's first time using a terumo dialyzer. Within 20 minutes of treatment, pt experienced a reaction. Symptoms included backaches, watery eyes, and shortness of breath. Treatment was discontinued and dialyzer discarded. Pt was then place on competitor dialyzer.